Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to sui, paravaginal defect, rectocele, anal incontinence and enterocele. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems and recurrence. It was reported that patient underwent incision of hematoma, drainage of hematoma and resuturing of vaginal wounds on (B)(6) 2008, due to vaginal bleed. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient underwent the concurrent procedure of anal sphincteroplasty. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and pelvicol was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.